Event description:
In 2009, my daughter had a sarcoma removed from her left knee, necessitating the removal of her knee and part of her thigh bone, and the fitting of one of your prosthetic knees. This year 2013, whilst out shopping, she collapsed in a great deal of pain and was taken to hospital by ambulance, where x-rays revealed that the shaft of the prosthesis had sheared. The prosthesis was removed along with a further part of her thigh bone, and a new joint fitted this time having a 10mm shaft. The broken shaft was sent to the (B)(6) hospital for analysis. My daughter is (B)(6) and weighs (B)(6); she enjoys the occasional dance ( nothing extreme ) and likes to keep in shape at the gym under the guidance of a trainer who is aware of her knee injury. To me, it seems inconceivable that a person of that stature could shear a cobalt chrome shaft of 8mm under normal circumstances.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left grms stem. It was noted that the device is not available for evaluation at this time. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding stem fracture involving an unknown gmrs stem was reported. The event was confirmed on a photograph provided. Device evaluation and results: no devices were provided for review at stryker, however based on a provided photograph, the stem fracture was confirmed. A material analysis performed by an outside source indicated: a small stem diameter has resulted in fracture and revision, with the failure mode being essentially overload. Conclusions: a root cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Material analysis indicated that a small stem diameter has resulted in fracture and revision, with the failure mode being essentially overload.

Event description:
In 2009, my daughter had a sarcoma removed from her left knee, necessitating the removal of her knee and part of her thigh bone, and the fitting of one of your prosthetic knees. This year 2013, whilst out shopping, she collapsed in a great deal of pain and was taken to hospital by ambulance, where x-rays revealed that the shaft of the prosthesis had sheared. The prosthesis was removed along with a further part of her thigh bone, and a new joint fitted this time having a 10mm shaft. The broken shaft was sent to the (B)(6) hospital for analysis. My daughter is (B)(6); she enjoys the occasional dance ( nothing extreme ) and likes to keep in shape at the gym under the guidance of a trainer who is aware of her knee injury. To me, it seems inconceivable that a person of that stature could shear a cobalt chrome shaft of 8mm under normal circumstances.